Manufacturer narrative:
Eval summary: no conclusion could be reached based on the analysis results as to what may have caused the reported incident. The er320 instrument was returned with the jaws yielded. The instrument was cycled and properly fed the remaining clips; however, they would not stay on the jaws and fell out. Two of the clips were manually assisted to confirm proper clip formation.

Event description:
It was reported by the affiliate that during an unk procedure, the clips would not advance. Surgeon used another like device. No pt consequence.